Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor would not flow. When the infusors were detached, the medication did drop out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.